Event description:
Particulate was seen in the pt's eye following a cataract extraction procedure using this phacomulsification handpiece.

Manufacturer narrative:
A filter test was performed and the handpiece passed the filter test.